Event description:
Litigation alleges that patient is at same risk for metal-on-metal reaction as he experienced on his left side (reported in separate complaints).

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- litigation alleges that patient is at same risk for metal-on-metal reaction as he experienced on his left side (reported in separate complaints). Doi: (B)(6) 2004 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: 10/23/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Patient demographics added. Update ad 25 june 2018: com-(B)(4) has been re-opened under pc-000502897 due to the receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges loosening of the stem, metal wear, and metallosis. The patient harm and product experience code were updated and added an expiration date and lawyer. Patient date of birth was corrected. The stem was added to the impacted product due to the alleged loosening. Doi: (B)(6) 2007 doi: (B)(6) 2007 (right hip). Pc-000501165 left hip first revision. Pc-000502115 left hip second revision.